Event description:
It was reported that high thresholds occurred two days post implant. Device was removed from service (capped). No patient complications have been reported as a result of this event.